Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate erratic readings on their one touch ultramini meter. The patient mentioned that the alleged issue began on the early morning of (B)(6) 2011. The patient obtained a result of 523 mg/dl and 79 mg/dl within 20 minutes from one another. Due to the alleged issue the patient increased their dosage of medication (5 units of humalog). A few minutes after testing the patient became shaky. The patient did not seek any medical attention or contact their physician for assistance. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. The technique of applying blood on the tests trip was correct. A quality control test was not done since the control solution was not provided. Meter was replaced. The complaint is being reported since the patient alleged that due to the erratic results, the patient increased their dosage of medication and shortly later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.